Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have over-delivered medication. It was reported that the pump "seemed to pump too much medication at one time from first cassette." No adverse patient effects were reported.